Event description:
It was reported that the electrode of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to skin infection. During replacement, the new electrode was unable to be inserted in this s-ICD device as apparently, something was blocking the access to get the electrode fully inserted. It was also mentioned that the screw in the device appeared to be stuck in the hole and it was impossible to reposition the screw, causing the electrode to not be successfully connected to the device. As a result, this s-ICD was also explanted and replaced to complete the procedure. The new device and electrode were able to be connected appropriately and remain in service. No additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Event description:
It was reported that the electrode of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to skin infection. During replacement, the new electrode was unable to be inserted in this s-ICD device as apparently, something was blocking the access to get the electrode fully inserted. It was also mentioned that the screw in the device appeared to be stuck in the hole and it was impossible to reposition the screw, causing the electrode to not be successfully connected to the device. As a result, this s-ICD was also explanted and replaced to complete the procedure. The new device and electrode were able to be connected appropriately and remain in service. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. Visual analysis was performed and the spring for the sense b connector block was found dislodged from the connector block and pushed into the lead barrel. These findings may have contributed to the lead insertion difficulty noted in the field; however, a definitive cause of this occurrence is unable to be determined.